Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the screw did not fit in the screw driver and a part of the device broke inside the patient. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 15-mar-2023: it was confirmed that the affected device ar-4030c-08 was discarded and not used to finish the procedure. In fact the screwdriver ar-1996cd was not fitting perfectly in the screw till the tip of the screw (distal edge) broke when the surgeon tried to insert the screw. The surgery was finished successfully with another peek screw (ar-1390p) used and it was perfectly fitting in the same screw driver ar-1996cd.

Manufacturer narrative:
The complaint device was not returned and it was not possible to physically evaluate the device. The reported event cannot be verified. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the screw did not fit in the screw driver and a part of the device broke inside the patient. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.